Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called adc on behalf of the customer to report a high readings issue with the adc freestyle libre 2 sensor, stating that the "customer has died". Adc contacted the reporter to obtain additional information regarding this event. On (B)(6) 2021 at 8:45 a.m., the sensor triggered an alarm and a sensor scan was performed by the caregiver with a reading of 97 mg/dl (horizontal trend arrow); shortly after which the customer stopped responding. An emergency doctor was called and 45 minutes later, a blood glucose reading of 16 mg/dl was obtained on an unspecified meter. The doctor administered intravenous glucose and the customer was transported to the hospital in the ambulance. Customer was able to regain consciousness after the treatment with glucose and upon arrival at the hospital, he was directly put on dialysis. Caregiver further reported that customer died of "heart and kidney failure" on the evening of (B)(6) 2021 and that the cause of death was not diabetes. Based on the information provided, there is no evidence to indicate that the adc device may have caused or contributed to the patient¿s death.